Event description:
The customer reported the device will not charge the battery on ac power. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer, and the ac power supply was found to be defective. Replacing the ac power supply resolved the reported issue. The device passed testing and was returned to the customer.